Manufacturer narrative:
The hba1c reagent lot number was 78283601 with an expiration date of 30-jun-2025. The calibration was last performed on 14-dec-2024. Qc recovery was within the acceptable range on the day of the event. The alarm trace showed an abnormal aspiration (sample pipetter s1) alarm. The field service engineer found the cause was that the sample probe needed replacement. He replaced the sample probe and all reagent/sample seals, bleached out the sample lines, and replaced the vacuum diaphragms. He then performed a mechanical check and the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant hba1c results from 1 patient sample tested on a cobas c503 analytical unit. Initial result: 5.20 %. The clinician questioned the result and the sample was then repeated on (B)(6) 2024. Repeat result: 5.82 %. The repeat result was comparable to the patient's history result. Reportedly, an amended report with the correct result was issued.